Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Event description:
After repeated dislocation of a left hemiarthroplasty by a (B)(6) year old demented non-compliant, surgeon decided to explant all hardware.

Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 28 x 48mm was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After repeated dislocation of a left hemiarthroplasty by a (B)(6) year old demented non-compliant, surgeon decided to explant all hardware.